Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. It was determined that the drawer had failed. The field service engineer (fse) observed that no failure icon was displayed, but the screen was cracked diagonally across the middle. The fse ran a hardware test application, and the latch sensor showed an "open" status even when the drawer was closed. The latch sensor was replaced, but the drawer continued to fail intermittently. The fse returned with a drawer controller, and later with both a drawer controller and an aio (all-in-one). The fse replaced the cracked aio, but upon powering up, pyxinet was not found. The fse launched the application manually. The drawer continued to fail intermittently, so the drawer controller was replaced. Hta testing showed that the station still indicated the drawer was unlocked when it was locked. The fse replaced the latch sensor and inseparable, but the drawer still failed in hta. The latch assembly from another drawer was swapped with the failed drawer, suggesting a possible failure in the common latch housing part. The fse planned to return with a replacement latch housing. The customer later confirmed that no further issues were found. No additional issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.